Event description:
The patient presented for CT guided drainage of abscess. Upon completion of the procedure, CT scan revealed a small radiopaque density within the gluteal musculature (2mm wide marker). Upon inspection of the catheter, it was ascertained that a radiopaque band surrounding the tip of the catheter had become dislodged during removal. This is felt to be of little clinical significance. The patient, spouse and physician were notified of the findings. The patient tolerated the procedure well.